Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that titanium tip was broken when preparing for medical devices for the procedure of mass of whole colon. Changed to another one to complete surgery. No additional information can be provided.